Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the investigation, the lead was checked visually, electrically, and mechanically. A slight deformation of the shock coil was discovered during the visual inspection, which is probably due to the operation. During analysis, no further deviations from the technical specifications could be found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without problems. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 3 days, it was reported that the shock impedance was too low (determined via homemonitoring). No deterioration of the pt's state of health was reported. The lead was explanted.